Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The stretch resistant wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. The proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that sr wire was fractured. This type of damage likely occurred due to forceful retraction after the ruby coil became stuck inside the px slim. The root cause of the ruby coil becoming stuck could not be determined. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery l3 segment using ruby coils. During the procedure, the physician successfully placed two ruby coils using a px slim delivery microcatheter (px slim). A third ruby coil then became stuck within the px slim after advancing slightly into the vessel. The physician therefore, attempted to retract the ruby coil; however the coil unintentionally detached. The physician removed the px slim with the detached ruby coil inside and then completed the procedure using a new px slim and a new ruby coil. There was no report of an adverse effect to the patient.